Event description:
The customer reported that blank image was captured after pt was exposed. This event was occurred three times. Retaking the image was required, resulting in unintended excessive radiation exposure.

Manufacturer narrative:
(B)(4).